Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. The device had normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. The unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a frozen display on the insulin pump. The blood glucose reading was 318 mg/dl. Customer treated with manual injection. Customer also reported that the buttons were not responding. The insulin pump also had alarmed for a battery out limit. Nothing further was reported.